Manufacturer narrative:
All buttons functioning properly; however, found corroded keypad traces. No button error alarm during testing. Pump received with cracked reservoir tube lip, severely scratched display window, and missing end cap sticker noted.

Event description:
Customer reported via phone call to have received a button error alarm and was not sure how it occurred. Customer's blood glucose was 240 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.